Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# : (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #:(B)(4), ubd: 13-jul-2013, UDI#: (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), ubd: 13-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that he thought one or both of his leads had moved because the sensation was in a different part of his body now and it wasn¿t controlling where it was supposed to. The patient tried contacting his implanting physician but couldn¿t locate him. It was reviewed that the ins battery was past end of service (eos) which would explain the return of pain symptoms. The patient confirmed that the symptoms began around the same time as the expected eos. No further complications were reported.